Event description:
It was reported that during a gynecological procedure, the tip of the electrode broke. Another device was used to complete the surgery. There were no adverse pt consequences and no extended surgery time.